Event description:
As initially reported on (B)(6) 2015, an end-user experienced significant eye irritation while wearing contact lenses after using the complaint product for the first time; the contact lenses were also difficult to remove, with the eyes tearing (lacrimation) and becoming red. The end-user sought medical care that day at a hospital and was diagnosed with significant acute conjunctivitis and was ¿suggested to be in admission for treatment.¿ it was also confirmed that the end-user did not use the product as directed (details of misuse not known). Confirmation of inpatient hospitalization was received. Follow-up information received (B)(4) 2015 via discharge summary confirms the date of admission as (B)(6) 2015 and the date of discharge as (B)(6) 2015. The end-user¿s chief complaints upon admission were eye redness, pain, and tearing of the right eye for one day¿s duration. The end-user was treated with chinese traditional medicine 10ml intravenously once a day for five days, chinese traditional medicine 2ml (treatment regimen unknown), oxygen atomization twice a day for five days, chinese traditional anti-viral oral tablet (five tablets three times a day), and thioctic acid injection 0.6g intravenously once a day (duration unknown); the end-user was also treated with ganciclovir, tobramycin, and gatifloxacin eye drops (unknown treatment regimens and durations of treatments), as well as an unknown regimen of recombinant bovine basic fibroblast growth factor eye drops reportedly used for symptomatic and supportive treatment. Upon discharge, the following physical examination findings of the eye were reported (summarized): v od 0.12, bcva1.0-, v os 0.8. Right eye eyelid was normal, + conjunctival congestion, cornea transparent, kp (-), anterior chamber depth was normal, ar (-), pupil round and 3.0mm in diameter, light reflex existed, lens transparent, vitreous body transparent. Fundus had no obvious abnormalities. The discharge diagnoses provided were: keratoconjunctivitis, right eye (od); acute tonsillitis; ametropia od. The end-user was discharged with subjective improvement in eye redness/foreign body sensation od and with no pharyngalgia; the end-user was ¿resolved¿ and discharged with the following orders: rest and keep the eye clear; continue to use ganciclovir od four times a day and gatifloxacin od four times a day; return for follow-up with the eye clinic in one week¿s time. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The complaint sample was not made available for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Retained product from the same lot was evaluated and all testing was found to be within specification. There were no non-conformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.